Event description:
Related manufacturer reference 2030404-2014-00033. During an atrial fibrillation ablation procedure, a cardiac perforation occurred. A transseptal puncture was performed using a brk transseptal needle and a swartz braided transseptal introducer. An attempt was made to advance the swartz braided transseptal introducer through the transseptal puncture; however, the introducer slid between folds in the fossa ovalis. As a therapy cool flex ablation catheter was advanced through the introducer, it was noted the ablation catheter ended up in the pericardial space. An echocardiogram revealed a pericardial effusion. The procedure was aborted and the patient was transferred to ICU for observation. No further intervention was required to treat the pericardial effusion. There were no performance issues with the introducer.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Our investigation was limited to the review of the device history record, which showed that each manufacturing and inspection operation was performed and indicated complete in accordance with sjm specifications and procedures. Based on the info rec'd, the cause of the reported cardiac perforation could not be conclusively determined. Per the IFU, cardiac perforations is a known inherent risk during the use of this device in the heart.